Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had error message on the station stating fatal error had occurred and the device was not in use for a long duration. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a fatal error. A technical support specialist ran database version and hotfix queries and saved the results. Verified the data synchronization log, then stopped the data synchronization and maintenance services. Backed up and deleted the dsclientoltp database, removed the care fusion application login, and repaired medication application. Recreated and configured the database, detached it, moved the files to d:\database, and reattached it. Restarted services, followed knowledge article to encrypt the database, verified and installed missing hotfixes, and logged into medication application to confirm correct server, facility, and device. Completed a full data synchronization, rebooted the station, and verified medication application and connectivity were functioning. Informed the customer the system was ready and awaited their response. The system functioned as intended after the technical support specialist investigated the device.